Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the perforated brain aneurysm was successfully coiled. Philips analyzed the system log files and inspected the system. No malfunction was identified. The system was found to be working according to specifications at the time of the reported event. Since the initial report submitted, the customer has confirmed that the system was working fine at moment the perforation occurred and that there was no contribution of the allura system to the reported aneurysm perforation.

Event description:
It was reported to philips that during a planned neurovascular (non-emergency) procedure the user perforated a brain aneurysm. No impact to the patient was reported. Philips has started an investigation of this complaint.